Event description:
It was reported that the patient¿s ipg entered MRI mode after passing through security check. The patient was not able to connect to the ipg and was unable disable MRI mode. Troubleshooting was able to successfully disable the patient¿s ipg from MRI mode the clinical programmer and start a session. Connection been the ipg and patient controlled was established. However, the next day the ipg reverted back to MRI mode. Next course of action is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.